Event description:
The customer reported that the alarm has power, but no alarm tone when the magnet is detached from the alarm. They tested with new batteries and detects no visible damage to the alarm. There was no patient injury reported.

Manufacturer narrative:
(B)(4) - the product has been requested to be returned but has not been received. (B)(4).